Manufacturer narrative:
(B)(4). Records indicate this lead remains in service without additional complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post operative check, this implantable defibrillation lead exhibited loss of capture at maximum outputs. The patient elicited pain to the lower left rib cage with capture thresholds. It was found the lead had perforated the heart wall. The lead was successfully repositioned. Mild cardiac tamponade after moving the lead was confirmed via echocardiogram. No further intervention was needed. No additional adverse patient effects were reported.